Event description:
The initial reporter received questionable ise indirect na, k, ci for gen.2 results for one patient sample tested on the cobas pro ise analytical unit. The initial results were not reported outside of the laboratory. The initial sodium result was 149.2 mmol/l. The repeat result was 131.1 mmol/l. The initial potassium result was 4.93 mmol/l. The repeat result was 4.33 mmol/l. The initial chloride result was 73.7 mmol/l. The repeat result was 87.8 mmol/l. The sodium, potassium, and chloride electrode lot numbers and their expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) cleaned the sipper nozzle. He also performed quarterly maintenance. He checked the fluidics and placed the tubings in their proper positions. He also checked the analyzer's vacuum. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The cause of the event could not be determined.